Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Caller was informed to call back if the issue recurs and acknowledged understanding of the instructions.